Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported that she was not well since she inserted the sensor. She had complaints of being very tired, nauseous, and itchy all over. As the patient is known with outdoor allergies, she assumed that these complaints were not related to the dexcom. However, on the event day the symptoms were so bad, her entire body from head to toe was burning, her lips were swollen, and she got bumps all over her body, and an ambulance was called. The paramedics took the patients vitals, treated with an epi pen, and administered benadryl (route unknown), which calmed the reaction quickly. The paramedics offered to take the patient to the hospital, but the patient declined. After the paramedics left, the patient had what she described as a ¿second reaction, and she took more benadryl. At this moment she took the dexcom sensor off, took a shower to get rid of all the adhesive, which ended the reaction. At the time of the report, the patient was fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.